Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that customer experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 40 and blood glucose was 260 mg/dl. Customer also received a cal error and change sensor alerts. Customer also reported of having high blood glucose of 500 mg/dl due to bent cannula. Follow up would be made to customer by representative.